Manufacturer narrative:
(B)(4).evaluation summary:the reported condition of a colleague infusion pump with failure code 570:320:844:0000 was confirmed during product evaluation. The root cause of the reported problem was determined to be depleted main batteries. Appropriate action was taken to correct the reported problem by replacing the main batteries and harness. A service history review revealed no previous service events were related to the reported condition.

Event description:
The facility representative reported a colleague infusion pump with failure code 570:320:844:0000. It is unknown when this event occurred, but occurred in the "ICU". The facility representative stated that there were no reports of patient involvement, patient injury or medical intervention. No additional information is available. (User interface module master software version is 5.04.00 - unremediated ).

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. The root cause investigation is in progress through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.